Event description:
It was reported by a customer in the USA that a female patient, who has been diagnosed with severe chronic obstructive pulmonary disease (copd), and has been using the m8sct specialized tracheostomy tube, since about 2012. It was reported that the device would randomly, at night, deflate by itself. Sometimes the deflation would happen within 45 minutes after it was inflated. It caused the patient's ventilator to alarm, and wakes her up. She stated that it makes her feel short of breath, and cough more than usual. She has to re-inflate the cuff. Additionally, the customer stated that since shiley switched to the blue cuff, she has had issues with all of the new devices having random inflate/deflate events. There was no reported patient injury.

Manufacturer narrative:
The device is expected to be returned for an evaluation. However, it has not yet been received by covidien. (B)(4).